Event description:
According to the reporter, during procedure, latching tone was not heard. The rachet was found damaged but broken piece did not fall into patient's cavity. No patient harm reported in the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. The piece was not returned. The reported condition of component disengaged was confirmed. The reported condition of alarm activation was not confirmed. The device was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The investigation found the metal clicker on the device was broken and detached from the device. The product engineer previously conducted an investigation into this same type of failure and has been made aware of this issue. The device functioned and sealed as intended, but did not make an audible sound upon engaging and releasing the lever handle. Overuse of the click ER by moving it rapidly in opposite directions such as using it as a dissector would tend to fatigue and break the flap of the clicker. The investigation identified the root cause of the reported event to be user mishandling for placing excessive pressure to the device. The instructions for use (IFU) states, when grasping or manipulating tissue without intending to activate the device avoid excessive pressure to the lever. If information is provided in the future, a supplemental report will be issued.